Event description:
The customer's mother reported via phone call that the customer was swimming and his sensor fell off. The insulin pump kept alarming calibration error and weak signal. His sensors kept failing as well. Customer's sensor glucose reading was 152 but his blood glucose level was 70 mg/dl. The customer experienced a high blood glucose level and was throwing up. His current blood glucose level was 46 mg/dl and his sensor glucose reading was 111 mg/dl. The customer treated his low blood glucose with food. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.